Event description:
It was reported that the customer had a blood at site of the insulin pump. The customer's blood glucose level was 206 mg/dl. The customer stated that the site is not actively bleeding and blood is visible on the sensor connector. The troubleshooting was performed. The customer was advised and review sensor insertion technique (found nothing out of the norm). The customer was advised that we are sending replacement sensors and she will monitor site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.